Event description:
It was reported that the metal tip is separating from the distal end.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection of the unit confirmed the separation of the insulation from the distal end. Probable root cause could be improper sterilization methods. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the metal tip is separating from the distal end.